Manufacturer narrative:
It was reported that it has no pressure and its causing the medicine to not be administered. There were no reports of death, serious injury, medical intervention, or follow up care. Based on the information reviewed, the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could be likely to cause or contribute to a death or serious injury. An MDR submission was required and has been completed and documented.

Event description:
It was reported that it has no pressure and its causing the medicine to not be administered.